Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to a tubing break.

Event description:
According to the available information the device was explanted and replaced due to a tubing break.

Manufacturer narrative:
G3 correction: the aware date of 02oct2023 submitted on the initial report is corrected to 05dec2023.

Event description:
According to the available information the device was explanted and replaced due to a tubing break.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2. This was a site of leakage. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the exhaust tubing of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.